Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source lamp switch in front panel was not working. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: main lamp is not igniting intermittently. Main lamp button on front panel not working. Spare lamp indicator is blinking. Nbi [narrow band imaging] and white light lens are foggy. Flat cable corroded. Rear panel corroded. Rear foot corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "main lamp is not igniting intermittently" was presumed to have been due to a faulty igniter. The suggested phenomenon of "buttons on the front panel do not work" was presumed to have been due to a faulty flat cable. The suggested phenomenon of "spare lamp indicator blinks" was presumed to have been due to a faulty emergency lamp. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.